Event description:
It was reported that during an a-fib procedure, a pericardial effusion occurred. The physician was using a carto 3 system, thermocool sf nav bi-directional catheter and medtronic cryo balloon (achieve catheter). The physician performed double transseptal punctures with the use of fluoroscopy (no ultrasound). The thermocool sf nav was used to fam the left atrium, and it was removed from the patient's body. The physician began positioning and freezing the pulmonary veins, and after a few freezes, it was noticed a decrease in ventricular motion via fluoroscopy. Patient's blood pressure dropped slightly and a transesophageal echocardiogram was done and it confirmed the pericardial effusion. Pericardiocentesis was performed to relieve pressure on heart. The patient was stabilized with heparin and protamine and was reported as fully recovered from the event. The physician's opinion regarding the causality of the adverse event was possible procedure-related due to the double transseptal punctures performed. A sl1, sr0 and cryo sheath were used in the procedure.

Manufacturer narrative:
Investigation is still in process. A 3500a supplemental report will be submitted to the FDA once that the product analysis is completed. Concomitant products: carto 3 system us catalog #: fg540000, serial #: (B)(4). Stockert 70 system us catalog #: s7001, serial #: (B)(4). Cool flow pump us catalog #: cfp002, serial #: (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during an a-fib procedure the patient¿s blood pressure dropped slightly and a transesophageal echocardiogram was done and it confirmed the pericardial effusion. Pericardiocentesis was performed to relieve pressure on heart. The patient was stabilized and was reported as fully recovered from the event. Upon receipt, the catheter was visually inspected and it was found in normal conditions. Then per the event, the catheter was tested and it passed electrical, temperature and generator tests. Also a deflection and a cool flow pump test were performed and the catheter passed all tests. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade.